Event description:
Generator analysis was performed and the date when high impedance was first measured was found. Lead analysis is still being performed.

Event description:
Patient had a full revision performed. The explanted lead has not been received to date. No additional relevant information has been received.

Event description:
The lead analysis was performed. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified in the return lead portion. Abrasions were observed on inner tubes. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing, in some areas. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Explanted lead was received and product analysis is being performed.

Event description:
It was reported a patients generator was interrogated and high impedance was observed. Patient was referred for surgery. No known surgery has occurred to date. No additional relevant information has been received.